Event description:
The customer reported the generation of false negative patient results on their au680 chemistry analyzer. There was no report of change to treatment, injury or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter lss (laboratory solution specialist) provided telephone support to the customer and identified the failure mode as a defective and leaking reagent syringe. The customer replaced reagent syringe to resolve the issue. Section a2, a4 and a5: information not provided by customer. Section e1, initial reported telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).